Event description:
It was reported that the pump was alarming no disposable clamp tubing alarm. Upon restart, pump alarms nd pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. No air bubbles present in line. Cassette tapped on a hard surface and reattached. Pump turned on and restarted. Display reads run at end of call. No additional information available.